Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited suspected ventricular over sensing and under pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately nine months later the rv lead exhibited oversensing that was observed on the ventricular high rate episode. The rv lead was capped, and remains implanted out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.